Manufacturer narrative:
Upon receipt of the device a different failure mode was noticed. (B)(4). This scope was received and evaluation confirmed the reported failure mode. Visual inspection: scope was evaluated by eye and with eye loupe to determine the scope has a piece of the distal tip missing. The outer tube needed significant repair due to a faulty third party repair of the scope. Functional inspection: scope is determined to have a scrapped outer tube. When looking through the eyepiece with an eye loupe, lines from broken rod lenses were visible and the distal tip has fiber damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. The root cause is a bad needle weld, which was repaired by an unauthorized third party. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the scope does not show anything on the screen and another scope had to be used.